Manufacturer narrative:
The insulin pump had button error alarm due to a corroded keypad trace. Device passed the displacement test. Dog chew marks noted. Device had battery tube threads cracked, broken reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call that his dog chewed the insulin pump and damaged it. The customer stated that the reservoir compartment is cracked and has missing pieces and the insulin pump alarmed button error when the battery was inserted. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.